Event description:
The customer stated that an initial architect ca19-9 result of 233.79 u/ml was generated. The sample was repeated and a result of 33.19 u/ml was generated. The sample was repeated again in duplicate and results of 348.48 and 358.30 u/ml were generated. The customer then ran the sample diluted 1:10 and results of 249.20 and 311.84 u/ml were generated. There was no report of impact to patient management.

Manufacturer narrative:
Customer complaint data was reviewed and no adverse trends were identified for the issue under investigation. Accuracy testing was completed to evaluate the assay performance of lot 17239m500. The testing met the acceptance criteria. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.